Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2. See 1920664-2015-00038.

Event description:
The user facility reported during the surgical procedure the vitrectomy cutter was not cutting well. They opened a new cutter and completed the surgery with no pt injury.